Event description:
Customer reported receiving numerous lost sensor alerts. She stated that these alerts normally came two to three days after starting the sensor but has occurred after two hours. Customer was not wearing the sensor anymore so could not troubleshoot but was advised on how to re-establish the connection between the sensor and the insulin pump. She was also advised on how to check for damage and bent sensors. The blood glucose reading was 186 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.